Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent implantation procedure for cancer of the distal left main bronchus, performed on (B)(6) 2010. According to the complainant, the patient's anatomy was no more tortuous than usual; however, the anatomy was predilated prior to stent placement. During deployment, when the physician pulled the deployment suture to deploy the stent, the catheter bowed and the stent would only partially deploy. The physician removed the device without issue. Another stent was not available, so the physician "simply did a dilation without a stent". There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 5 mm, and a bend was noted in the shaft of the delivery system. During functional analysis, it was possible to deploy the remainder of the stent however the distal end of the delivery system did bow during deployment. Examination of the deployed stent found no anomalies with its profile. Based on the condition of the returned device, and the evaluation conducted the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4) (stent partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent implantation procedure for cancer of the distal left main bronchus, performed on (B)(6), 2010. According to the complainant, the patient's anatomy was no more tortuous than usual; however, the anatomy was predilated prior to stent placement. During deployment, when the physician pulled the deployment suture to deploy the stent, the catheter bowed and the stent would only partially deploy. The physician removed the device without issue. Another stent was not available, so the physician "simply did a dilation without a stent". There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".